Event description:
During mattress inspections conducted in accordance with (B)(6), 1 hill-rom totalcare mattress was found to have cuts, and damaged fire barrier. The mattress was immediately removed from service and turned-in due to age past serviceable life.